Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. No rv lead replacement. No additional adverse patient effects were reported.